Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, side branch stenosis was noted. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina (ccs class ii) and abnormal stress test/imaging stress test indicated ischemia prior to the procedure. The patient was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 88% stenosis and was 21mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x28mm ng promus stent. Residual stenosis was 0% following post-dilation. The patient was discharged on aspirin and prasugrel. The core lab reported 30% side branch stenosis per the baseline index angiography and 80% side branch stenosis per the post-procedure angiography. No treatment was reported. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).